Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal delivery. The customer's blood glucose was 165 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The drive support cap of the insulin pump was sticking out. The customer stated that when a bolus was delivered the drive support cap was pressing out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap. Unable to confirm the motor error alarm or perform the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to the detached end cap. The motor was tested outside the device and passed the test. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No loose drive support cap noted.